Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous mid left anterior descending artery (lad). A 3.50 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, while trying to cross the lesion, the distal edge of the stent was flared. The procedure was completed with another 3.50 x 20 synergy¿ drug-eluting stent. No patient complications were reported.